Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer was hospitalized due to high blood glucose on (B)(6) 2021. Customer had a type I diabetic for over 20 years. Customer stated while attending a wedding in florida with her husband, they woke up in the morning and was feeling sick. Customer was throwing up and was unable to keep any liquids in. Customer stated that the emergency medical treatment called and they was transported to the hospital. Blood glucose reading was 473 mg/dl at the time of hospitalization. Customer was admitted but, unfortunately, they became acidotic and had to be incubated and resuscitated. Customer was transferred to the intensive care unit and placed on a ventilator. Customer was out of consciousness for days. Customer was currently using a walker to get around and they was unable to go from one room to another. It was unknown if the customer was using auto mode at the time of event. The insulin pump, sensor and reservoir will be returned for analysis.